Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance related to the reported event were noted. A getinge service territory manager (stm) checked the alarm log and found gas gain in iab circuit. The stm started performing chapter 4 steps, and the iabp unit failed the drive manifold test. The stm troubleshoot and replaced the drive manifold and pneumatic interface module (pim) assembly and verified that the iabp passed the drive manifold test. The stm then completed chapter 4 steps, and ensured that the iabp passed all tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
Customer reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "balloon pressure alarm" which activated every 30 minutes. There was no adverse event reported.